Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient came to clinic on (B)(6) 2016 and reported that power port #1 on the controller was loose. The patient denied any damage to the controller and reported no alarms or pump off time associated with the loose connector. The site decided to perform an elective controller exchange which the patient tolerated well with minimal pump off time. The patient was issued a replacement controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event of a loose power port assembly was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller failed visual inspection and functional testing as a result of o-ring gasket displaced and bent pins inside the controller power port 1 (ps1) connector. This anomaly of o-ring gasket displaced on connector is currently being investigated and the anomaly of damaged controller connector pins is currently investigated. The damaged ps1 connector was unable to be use rendering the port inoperable. This failure is most likely due to a forced or improper connection to the port causing the pins to bend. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware has an open internal investigation to evaluate the anomalies of loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.